Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly the pump battery fully depleted and subsequently the pump shut off. Reportedly, the customer was able to successfully turn on and charge the pump with an alternate usb cable. The customer¿s blood glucose was 244(mg/dl).